Event description:
It was alleged that an end user died "prematurely" due to a malfunction of a heated humidifier that was in use with a concomitant bi-level positive airway pressure (bipap) device. No specific details regarding the alleged malfunction were provided by the reporter. The death certificate notes the cause of death was cardiopulmonary arrest due to respiratory failure and lung cancer. The manufacturer has requested the return of the devices for evaluation. To date, no product has been returned. Upon completion of the manufacturer's investigation, a follow up report will be filed.